Event description:
Patient was having a colonoscopy and needed a clip for a polypectomy site. When inserting the clip through the scope, the top of the clip broke off. The type of clip used was an instinct plus clip. Endoscopic clipping device: cook insc-p-7-230-s, ref gf8010.